Event description:
The user reported binaxnow covid-19 reagent solution made them feel like they got punched in the nose for several days. Although requested, no additional patient information, including treatment and outcome, was provided. This report is being filed as the extraction reagent coming into contact with the nostrils, regardless of user error, can cause serious injury to the nose. The extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. Due to the ingredients of the reagent and the sensitive nature of the nose, there is moderate risk of serious injury to the nose. Therefore, the incident shall be considered reportable.

Manufacturer narrative:
A product deficiency was not reported or found. A supplemental report will be provided if any additional is obtained.

Manufacturer narrative:
In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. No further information was available from the customer and the sds was not able to be provided. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updates fields: d1, d3,g1, and g3.